Event description:
The following info was received the registry. The pt was revascularized following an angiogram that showed restenosis of the index lesion. In addition two dcnovo lesions were treated at the midrca and distalrca using two cypher des.